Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, removed cartridge, inspected o-ring and pneumatic area, cleaned area with alcohol wipe or lint-free cloth, reattached cartridge ensuring it was fully snapped into place, and then followed on-screen instructions to complete load process, after which customer successfully resumed insulin delivery.